Event description:
It was reported that the external pulse generator (epg) had a damaged case. The epg has been returned for repair. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of damaged case, both the upper and lower cases were broken. Analysis also noted that the high rate cover, main clear cover, one bail cover, one case screw, the ring and one bail were missing and that all three control knobs, one bail cover, the ring cover and the output connector were broken. All defective parts were replaced. (B)(6) 2014 ((B)(4)) - this device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).